Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - against resistance. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique prior to an interventional procedure. Reportedly, the feet of two prostyle did not completely close when the footplate lever was retracted. The devices pre-placed two sutures successfully. The devices were removed against resistance. The sheath was upsized to greater than 10f, and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis were performed on the returned device. Both the difficult to remove and difficult to open or close are related to the case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the device was removed from the patient with excessive force. It should be noted that the electronic perclose prostyle instructions for use (eifu), (eifu) state, ¿do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unknown if the IFU violation contributed to the reported difficulties. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The returned device foot returned to the foot pocket in functional testing. It is likely the foot caught tissue during closure inhibiting closure of the foot and removal of the device leading to the use of force. This may occur if the foot is in the access site or suture does not free from foot enough during harvest. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.